Event description:
Caller states the patient tested 3.9 inr on the coaguchek xs system and 2.4 inr on a comparison lab. Coumadin was held for 1 day based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.